Event description:
Leica microsystems (B)(4) received a complaint from USA on (B)(6) 2014 stating that the power supply in the leica m520 oh3 microscope overheated and caused smoke and melting of components. As a result it was sprayed and saturated by a chemical fire extinguisher. The heat damage is not only in the power supply but extended to the fans.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.